Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to zebra connector cracked. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a line across the screen, that cut off part of the words. The customer's blood glucose level was 150 mg/dl. The insulin pump was dropped a few times. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.